Manufacturer narrative:
Result- product performance engineering could not determine a conclusive root cause for the shaft separation. Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with no blood visible. There was crystallized contrast in the inflation lumen. The balloon was separated at the proximal balloon seal. The separated balloon was not returned. The material at the separation was jagged. The inner member was separated, 1 cm distal to the guide wire exit notch. The separated portion was not returned. The material at the separation was jagged. There was a kink in the hypotube, 11 cm proximal to the guide wire exit notch. There was no other damage noted to the bdc. Product performance engineering reviewed the incident info. Analysis of the returned product noted that there was no blood visible and there was crystallized contrast in the inflation lumen, suggesting that the product was at least prepared for use. Kinks in the tip can be the result handling during manufacturing, handling during removal from the coil during unpacking, from handling during preparation from use, or from handling during the procedure. To ensure this is not the result of a manufacturing deficiency, all dilatation catheters are 100% visually inspected online for kinks, including the point where the catheter is inserted into the packaging coil and a protective sheath is placed over the tip and balloon. Additionally, a sampling of units is destructively tested to verify tip pull force. Analysis of the returned product could not confirm the reported tip damage as the distal portion of the catheter was separated and not returned. Analysis noted that the balloon was separated at the proximal balloon seal and the inner member was separated 1 cm distal to the guide wire exit notch. Both separated potions were not returned and the material at the separations was noted to be jagged, suggesting material stress/fatigue as the result of applied force. This damage was not originally reported. Attempts were made to get additional info from the account; however, no info was received. Factors that can contribute to separations may include, but are not limited to , manufacturing, materials, removal technique during unpacking, handling prior to and during the procedure, pt anatomy, procedural technique, or interactions between accessory devices. To ensure this is not related to a manufacturing deficiency, all dilatation catheters are visually inspected for damage on the manufacturing line, including the point where the catheter is inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is unk when this damage could have occurred, but it is possible that this damage occurred from handling/shipment back to abbott vascular for evaluation. Return of the separated distal portions may have aided in evaluation and determination of cause of the noted damage. Analysis also noted a kink in the hypotube 11 cm proximal to the guide wire exit notch. There was no mention of this damage in the incident report and likely occurred as a result of handling during the procedure or from handling during packaging and shipment back to abbott vascular for evaluation. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint. All lot release testing met specification. There are no indications of a product quality deficiency. In the case, a conclusive cause for the reported kink or noted shaft separation could not be determined. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: distal shaft with balloon separation has cause of contributed to pt injury previously. Device issue: distal shaft/balloon separation. It was reported that the pci was for lab proximal to mid. The operator opened and found the tip was out of shape [kink]. Another voyager 1.5 x 15 mm was used to finish the case. No additional event or pt info is available. This event is being filed based on the return goods lab analysis of the device, which revealed a distal shaft and balloon separation.